Event description:
After his second and third injection, pain and swelling so bad he could barely walk [gait disturbance] labs pointed to gout [gout] after his second and third injection, pain [knee] so bad, increased pain [arthralgia] after his second and third injection, swelling left [knee] so bad [joint swelling] case narrative: this is a serious spontaneous complaint case received from a consumer in the united states. This report concerns an 84-year-old male patient, weight 96.145 kg, height 172.72, bmi 32.236, who stated that after his second and third injection, pain [knee] so bad, after his second and third injection, he experienced pain and swelling left [knee] so bad he could barely walk, and labs pointed to gout, during treatment with euflexxa (sodium hyaluronate) solution for injection, 1%, route unknown, 3 injections in left knee, pain due to osteoarthritis, on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The patient reported he received all three euflexxa injections in his left knee in (B)(6) 2023. The patient reported after his second and third injections, pain and swelling were so bad that he could barely walk. The patient's treatment included left knee drained three times and will need a fourth drainage as well due to swelling. The patient did not have the lot number and expiration date to provide. The patient stated he also reported this to the FDA. No further information provided. The physician reported that the patient had good relief to start after the first euflexxa injection and modest pain relief after the second injection. The patient continued to have swelling and had his left knee aspirated several times. The labs pointed to gout. Action taken with euflexxa was not applicable. At the time of this report, the outcome of after his second and third injection, pain [knee] so bad was unknown, the outcome of after his second and third injection, swelling left [knee] so bad was not recovered, the outcome of after his second and third injection, pain and swelling [knee] so bad he could barely walk, was not recovered. The outcome of labs pointed to gout was unknown. The patient's med hist/procedure was significant for joint effusion (dates unknown), left knee drained three times (from 17-apr-2023 to unknown stop date), physical therapy two times a week for six weeks (from 16-feb-2023 to unknown stop date), alcohol habit, two a day, (dates unknown), non-smoker (dates unknown), x-ray of left knee (dates unknown), total right knee [replacement] (dates unknown) and joint tenderness (dates unknown). The patient's past drug therapy was significant for lidocaine (from 16-feb-2023 to unknown stop date). The following concomitant medication was reported: indomethacin [indometacin] (from (B)(6)2023 to (B)(6)2023), marcaine [bupivacaine] ((B)(6)2023 to unknown if ongoing), kenalog [triamcinolone acetonide] ((B)(6) 2023 to unknown if ongoing). The event after his second and third injection, pain and swelling [knee] so bad he could barely walk was reported as serious. The events after his second and third injection, pain [knee] so bad, after his second and third injection, swelling [knee] so bad were reported as non-serious. At the time of reporting the case outcome was not recovered. Sender comment: very limited and important information has not been reported for this case including the patient's medical history, laboratory findings, concomitant medication, product indication, administration mode, it is not mentioned if there was existing joint effusion prior administration and if this one was removed, preventing a proper medical assessment. Based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's gait disturbance. Company causality unrelated. Overall listedness (core label) is unlisted. Reporter causality: related company causality: not related for the gait disturbance and gout events. Other case numbers: internal # - others = (B)(4). Additional information was received and medically confirmed on 19-jun-2023, from a physician, follow up 01: new event gout was reported. Suspect drug indication was reported. Euflexxa injection dates were provided. Event pain in knee start date was reported as (B)(6) 2023. Medical history/procedure joint aspiration start date reported (B)(6) 2023. Concomitant medications were reported. Additional medical history was reported including past drug therapy, physical therapy, non-smoker, alcohol use two per day, x-ray of left knee, joint effusion and joint tenderness. The patient's height and weight were reported. Sender comment: it is not mentioned if there was an existing joint effusion prior administration and if this one was removed (administration mode). Based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's gait disturbance and gout events. Company causality unrelated for these events. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.

Event description:
After his second and third injection, pain and swelling so bad he could barely walk [gait disturbance] . After his second and third injection, pain [knee] so bad [arthralgia] . After his second and third injection, swelling [knee] so bad [joint swelling] . Case narrative: this is a serious spontaneous case received from a consumer in the united states. This report concerns an elderly male (unknown age) who stated that after his second and third injection, pain [knee] so bad, after his second and third injection, he experienced pain and swelling [knee] so bad he could barely walk, during treatment with euflexxa (sodium hyaluronate) solution for injection, 1%, route unknown, 3 injections in left knee, for an unknown indication, from (B)(6) 2023 to (B)(6) 2023. The patient reported he received all three euflexxa injections in his left knee in apr-2023. The patient reported after his second and third injections, pain and swelling were so bad that he could barely walk. The patient's treatment included left knee drained three times and will need a fourth drainage as well due to swelling. The patient did not have the lot number and expiration date to provide. The patient stated he also reported this to the FDA. No further information provided. Action taken with euflexxa was not applicable. At the time of this report, the outcome of after his second and third injection, pain [knee] so bad was unknown, the outcome of after his second and third injection, swelling [knee] so bad was not recovered, the outcome of after his second and third injection, pain and swelling [knee] so bad he could barely walk, was not recovered. The patient's med hist/procedure was significant for left knee drained three times (2023). No concomitant medication was reported. The event after his second and third injection, pain and swelling [knee] so bad he could barely walk was reported as serious. The events after his second and third injection, pain [knee] so bad, after his second and third injection, swelling [knee] so bad were reported as non-serious. At the time of reporting the case outcome was not recovered. Sender comments: very limited and important information has not been reported for this case including the patient's medical history, laboratory findings, concomitant medication, product indication, administration mode, it is not mentioned if there was existing joint effusion prior administration and if this one was removed, preventing a proper medical assessment. Based on the known safety profile, when used according to label, it is considered highly unlikely that euflexxa caused the patient's gait disturbance. Company causality unrelated. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = fmc-event-000812. Internal # - others = fmc-case-003492. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of (B)(6) 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.